Manufacturer narrative:
A supplemental report is being submitted as additional information has being received for this event. Updated section: b5 description of the event problem, h6 ime and imf codes. The patient is a participant in a clinical study. "Product surveillance registration mechanical circulatory support therapy base" investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that additionally to the gastrointestinal bleeding. The patient experiencing pneumonia. The patient presented with increased work of breathing and was placed on nasal cannula. A chest x-ray demonstrated left side pneumonia. The patient was treated with intravenous (IV) medication. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: the vad was not returned for evaluation. This complaint is associated with a clinical adverse event. Information received from the site indicated that the patient presented with an episode of black tarry stool and emesis associated with an upper gastrointestinal (gi) bleed; the patient received a blood transfusion. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, gi bleeding is a known potential complication associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of gi bleeding. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
### A supplemental report is being submitted for investigation completion. Product event summary: the ventricular assist device (vad) was not returned for evaluation. This complaint is associated with a clinical adverse event. Information received from the site indicated that the patient presented with an episode of black tarry stool and emesis associated with an upper gastrointestinal (gi) bleed; the patient received a blood transfusion. Additional information indicated that the patient experienced pneumonia; the patient presented with increased work of breathing and was placed on a nasal cannula, and a chest x-ray demonstrated left side pneumonia. The patient was treated with intravenous (IV) medication. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, gi bleeding and infection are known potential complications associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of gi bleeding. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional event details, relevant history and laboratory data. Correction to d4 unique identifier (UDI). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient was admitted to the intensive care unit (ICU) with melena, nausea, vomiting and somnolence. A stroke code was called due to decreased responsiveness and a head computerized tomography (CT) was negative for any strokes or acute findings. The patient was also hypoxic with respiratory failure secondary to pneumonia which was thought to be aspiration pneumonia given the patient¿s stroke and dysphagia history which was treated with antibiotics. A chest x-ray showed bilateral patchy opacities. The patient was also noted to have pre-renal acute kidney injury with baseline creatinine above the patient¿s baseline. This was thought to be due to gastrointestinal (gi) bleeding. There were also noted intermittent episodes of hematuria which self resolved. The patient also had hyperkalemia upon arrival to the hospital with no symptoms or electrocardiogram (EKG) changes. The day after the patient was admitted to ICU, they were transferred to the general medical floor as mentation and respiratory status improved. A bedside swallow evaluation was done and the patient failed by demonstrating silent aspiration, so a nasogastric (ng) feeding tube was placed. Afterthe patient removed the ng tube several times, the decision was made to place a percutaneous enteral gastric (peg) tube. The patient had abdominal pain and distension upon initiating tube feeds via peg tube and abdominal x-ray and abdominal CT did not show any abnormalities and tube feeds were resumed at a slower rate. The patient also developed diarrhea with bolus feeds. The hematocrit continued to trend downward and three (3) units of packed red blood cells (prbc) given throughout the hospitalization. Due to ongoing gi bleeding a computerized tomography angiogram (cta) was done with did not demonstrate a bleeding source. Gi team was consulted and a capsule study was done and a balloon enteroscopy with angio plasma thrombin (apc) given to treat arteriovenous malformations (avms). An IV anticoagulant was used while international normalized ratio (inr) was subtherapeutic. The vad also had intermittent suction alarms throughout the hospitalization. The patient also had abdominal pain and possible cellulitis on abdomen near peg tube insertion site and was started on IV antibiotics. Ferritin levels noted to be low so IV infusion of iron given. Due to issues with ongoing gibleeding the inr goal was de-escalated to target of 1.8-2.5 and this will be the goal patient is on when discharged to home.

Manufacturer narrative:
A supplemental report is being submitted for a revision to the product event summary. Revised product event summary: the ventricular assist device (vad) (B)(6) was not returned for evaluation. A review of the manufacturing documentation was not performed as the reported event is not related to a manufacturing or servicing issue. The reported suction event could not be confirmed via review of the controller log files since log files were not available for analysis. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported suction event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula, poor vad filling, and/or inappropriate pump rotational speed. Per the instructions for use, respiratory dysfunction, renal dysfunction, gastrointestinal (gi) bleeding, and infection are known potential complications associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of gi bleeding, infection, and renal dysfunction. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. This information was received from the product surveillance registry mcs therapy base study. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with one episode of black tarry stool and emesis associated with an upper gastrointestinal bleed. The patient was treated with packed red blood cells (prbc). The ventricular assist device (vad) remains in use. No further patient complications have been reported as a result of this event.